Event description:
The pt reported experiencing elevated blood glucose of over 240 mg/dl since (B)(6) 2010. He bolused through the infusion device to lower his blood glucose. He stated he often noticed air bubbles in the insulin cartridge and infusion set. He switched to his backup infusion device and had no further issues. His normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.